Manufacturer narrative:
Corrected g4, h6(methods, results, conclusion), h10 added d10 a review of the device history record for sn (B)(4) was performed from date of manufacture 10/27/2017 to the present date 10/15/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for keypad.

Event description:
The customer reported the device won't turn on / off. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device won't turn on / off. There was no patient involvement.